Event description:
It was reported that during an unk procedure, the peel- back tyvek packaging on the device had been slightly opened on the side. The customer did not feel comfortable using the product because the sterilization of the instrument might have been compromised. No pt consequence was reported.